Event description:
It was reported that there was a hard-plastic piece noted to be inside lumen of foley catheter and it was not used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a hard-plastic piece noted to be inside lumen of foley catheter and it was not used.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "defective/ contaminated components from the supplier". It is unknown whether the device had met relevant specifications. Based on patient code (B)(4) the product was not used on the patient. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a hard-plastic piece noted to be inside lumen of foley catheter and it was not used.

Manufacturer narrative:
The reported event is confirmed, cause unknown. Visual evaluation of the returned sample noted white powdery substance on the catheter appearing to be the latex degrading possibly due to oxidation. A hard material present within the drainage lumen. Though a specific cause cannot be identified, a potential root cause could be, "defective/ contaminated components from the supplier". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.